Manufacturer narrative:
Batch review performed on 29-jan-2021: lot 157341: (B)(4) items manufactured and released on 26-apr-2016. Expiration date: 2021-apr-03. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery after about 2 years after the primary surgery due to neck stem breakage. No additional information is available at the moment.